Event description:
It was reported that there was a tamponade event. After the physician had gone transeptal the second time during the case, the patient's bp dropped and they complained of chest pain. A pericardiocentesis was performed, but the patient continued to be unresponsive. The customer then intubated and used full resuscitative measures to revive the patient. The patient was then sent to surgery where it was confirmed that the patient had high pfo and there was a tear in the right superior pulmonary vein.

Manufacturer narrative:
(B)(4). The customer had disposed of the catheters and will not be returned for investigation. A reprocessed acunav ultrasound catheter(lot unknown) and a thermocool unidirectional, j-curve catheter were used during the case. A carto 3 system (B)(4) was used to map the patient during the case, a stockert (B)(4) was used for ablation during the case, but was not in use at the time of the injury, and a cool flow pump (B)(4) was used to cool the ablation catheter, but was also not in use at the time of the injury.